Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing battery is taking a long time to boot up. Machine is excessively noisy. There was no patient impact.

Manufacturer narrative:
H3: product analysis verified 'not working properly.' Unit presented with software:(v1.6.4), a slow bootup due to a defective ssd card, and a voltage failure due to a defective pmb pcba. Replaced defective components. The unit was upgraded to software:(v1.7.5). H6: fdm b16, fdr c21 and fdc d16 codes no longer apply. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: for product ID: nim4cpb1, serial/lot #:(B)(6), UDI#: (B)(4). Could not verify 'not working properly.' No fault found with the unit. Unit presented with software:(v1.6.4) updated to software:(v1.7.5). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.